Event description:
It was reported that the device lasted less than seven years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. The eri (elective replacement indicator) is the result of high internal battery resistance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.